Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a quantity error occurred, and user had issues with dispensing oxycodone. A technical support specialist remotely assisted the client in resolving the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank mini had quantity error and had issue with issuing the medication. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.